Manufacturer narrative:
Investigation complete: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1054770 with abbott diagnostics scarborough's limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. All tests performed as expected with no false negative results observed. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1054770 and test base part number 190-430 / lot 1054770. Quality control release testing met specifications with no false negative results observed. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing as expected. In conclusion, the retention testing yielded expected results when testing internal qc samples. The manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the dates and time of testing were not provided, and the logfiles could not be reviewed. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-00979, 1221359-2022-01003.

Event description:
The customer reported twenty-five false negatives with the idnow covid-19 assay performed on various dates involving various lots. This report is seven (7) of twenty-five (25) and addresses lot 1054770 (total quantity 8). The customer reported one false negative with the idnow covid-19 assay performed on a nasal sample (collection date: (B)(6) 2022). Confirmation testing (platform: diasorin) on a nasopharyngeal sample collected on (B)(6) 2022 in viral transport medium generated a positive result. Per the customer, no additional information will be provided.